Manufacturer narrative:
Concomitant medical products: product ID: 8840, lot/serial#: unknown, product type: programmer; physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine (150 mcg/ml at 64.54 mcg/day), bupivacaine (30 mg/ml at 12.709 mg/day), baclofen (250 mcg/ml at 105.91 mcg/day), and dilaudid (3 mg/ml at 1.2709 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the pump was programmed to minimum rate unintentionally. The patient called the nurse and was getting messages of poor communication, call your doctor, and patient activated (pa) disabled. The hcp had the clinician programmer that was used to update the pump and found two updates where the pump was programmed into minimum rate mode. The hcp had a difficult time navigating the screens. The hcp could not see the clinician programmer screen well and had to go outside to be able to view the screen with enough light. No patient symptoms were reported. The hcp was going to travel back to the patient's home to reprogram the pump to simple continuous and to program the pa settings. No further complications were reported.